Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of over 900 mg/dl and diabetic ketoacidosis (dka). The customer went to the hospital on (B)(6) 2018 and was treated with non-pump insulin therapy. The customer reported experiencing kidney failure but was unsure if it was permanent and if it was related to the pump or supplies. Customer was unsure of the cause of bg but alleged the pump was not delivering insulin. Reportedly, the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
Reportedly, the customer was released from the hospital on (B)(6) 2018 in good health with kidneys recovering.